Manufacturer narrative:
No product malfunction was alleged therefore no product was returned for evaluation. Due to a complete lack of information no root cause could be determined however possible poor placement or inadvertent instrument contact and nerve damage as possible cause or contributor. No additional investigation can be completed. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
According to a clinical study on (B)(6) 2021 a transforaminal lumbar interbody fusion was performed from l4/s1. On (B)(6) 2021 the patient reported sharp, intense, burning pain in the right lateral calf and foot without any radiation from the back into this area. On (B)(6) 2021 the patient reported sharp, burning, neuropathic pain that extended from their right knee downward.